Event description:
It was reported that the patient is not able to fully deflate this inflatable penile prosthesis (ipp), resulting in pain and discomfort. A follow up appointment is scheduled for device evaluation. No additional information was reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).